Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One device was received. No physical damage was found on the device. As a result of checking the log, it confirmed that there was a record of repeated power on/off on, presumably caused by a beep sound as an alarm before the nda is finalized on (B)(6) the complaint was confirmed. The suspected cause was a defective downstream, upstream sensor or cassette product. Replaced the downstream sensor, upstream sensor, and re-calibration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that an alarm sounds during self-check. The fault occurred while checking before in use with the patient. There was no patient involvement and no patient harm/adverse event reported.